Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insertion device did not insert the cannula properly into the patient's body, but the self-adhesive of the infusion set was attached to the patient's skin. The patient experienced elevated blood glucose levels. The blood glucose result was approximately 20.0 mmol/l on an unknown device. The patient had symptoms of vomiting and she was taken to the hospital by a relative. The patient was treated at the hospital with saline and insulin via IV. The patient was hospitalized for 36 hours. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.